Event description:
Procedure type: adrenalectomy. According to the reporter: the customer used the clip to ligate the adrenal vessels. The vessels were very thin indeed and the clips fell off. There was poor clip security on vessels and patient lost a lot of blood. The patient needed four units of blood transfusion and procedure time was extended by more than 30 minutes as a result. Surgeon used sutures and tied off the vessels with sutures only.

Manufacturer narrative:
(B)(4).